Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the device and passed. Device received with missing end cap sticker noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer also had blood glucose level was 300 mg/dl. The customer not felt ok to troubleshooting high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The customer reported that insulin pump received motor error alarm. Customer reported that the insulin pump just wont gave insulin, they tried to stick finger in, and gave himself a bolus, the motor wont even move or vibrate. Customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. The insulin pump was returned for analysis.